Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was chronic low back pain and spinal pain. On (B)(6) 2019 it was reported that the patient ended up in the hospital because her pump ran out of medication in (B)(6) 2019. Per the patient, it was maybe a week before the pump was replaced on (B)(6) 2019. No patient symptoms were reported. No further complications were reported/anticipated.